Event description:
When removing the curos disinfecting cap from the strip for the male luers, the plastic strip that covers the tip in between the foil and tip remained on the curos tip. So, when applied to the male connection on the line it can remain there. When injecting through the connection the plastic strip cam be forced into the i.v. Line.